Event description:
It was reported that about a week after implant, the patient came to the clinic complaining of discomfort and infrequent diaphragm stimulation. It was noted that the right ventricular lead threshold had increased. A CT (computed tomography) scan showed that the lead had perforated the right ventricle. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.